Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable. H10 field updated for related report (B)(4).

Event description:
On 11/18/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: cable at the tip broke during use.